Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient had pd effluent and exit site cultures obtained on 27/feb/2024. The patient was diagnosed with peritonitis and an exit site infection. The patient was initiated on antibiotic therapy with intraperitoneal (ip) tazicef 2g daily. The last dose was administered on 21/mar/2024. The cultures for both the peritonitis and exit site infections were positive for pseudomonas (no species provided). The cause of the peritonitis was touch contamination by the patient. The patient continued pd therapy during recovery. The patient did not require hospitalization and did not have the pd catheter pulled. The patient has been discharged from pd therapy permanently as of 20/mar/2024 and is completing in-center hemodialysis at a different dialysis center.